Manufacturer narrative:
(B)(4). The data in this report reflects data that was captured at the time the report was prepared and may reflect changes as new information is received or updates are made to the complaint database. This document contains information that is proprietary, privileged, confidential or legally exempt from disclosure. St jude medical does not consent to disclosure of the information contained in this report to any person outside of your organization.

Event description:
During follow up, noise episodes were observed in the egm. A fluoroscopic view was done to confirm externalization on the right ventricular lead. The lead was capped and replaced with a new lead. The patient is well.